Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose was in the 400's mg/dl. The customer indicated that the needle may have been pulled out sideways and may have over administered insulin. Customer indicated that their doctor will be contacted to discuss their settings. No further assistance was necessary.